Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the left anterior descending artery (lad). The target lesion was moderately tortuous, moderately calcified, and 80% stenosed. During the procedure it was found that the catheter was fractured. Another of the same device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was located in the left anterior descending artery (lad). The target lesion was moderately tortuous, moderately calcified, and 80% stenosed. During the procedure it was found that the catheter was fractured. Another of the same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked and detached, and the drive cable was kinked. To inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. A broken driveshaft began 32.6 cm from the distal end of the connector shaft. Microscope inspection that the sheath was detached, and the drive cable was broken. The impedance test shows an electrical open proximal waveform. The media attached to the parent record shows partially the device and does not show any evidence of the reported issue.